Event description:
The manufacturer received information alleging a trilogy evo ventilator failed the test step for fco 81 pilot pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module required replacement to address the issue.

Manufacturer narrative:
A trilogy evo solenoid valve was returned to the product investigation laboratory (pil) for investigation for an allegedly failing. Pil was able to confirm the complaint of the trilogy evo solenoid valve failure. Pil concludes the component does not operate properly due to suspected contamination. A trilogy evo proportional valve was returned the product investigation laboratory (pil) for investigation for an allegedly failing. Pil was unable to confirm the complaint of the trilogy evo proportional valve. Pil concludes the components operate properly.